Manufacturer narrative:
The customer reported that a pt code occurred and the telemetry did not transmit signal to the central station. Based on the available info, the pt coded while connected to the wireless intellivue system and no signal was sent from the transceiver to the central station. There was an inop at the x2, therefore, the lack of monitoring would be obvious to the clinician who was disconnecting the x2 from the bedside monitor and there was no health risk. The pt recovered, however, the customer is concerned about the loss of signal from the transceiver to the central station. Philips is filing this report only because there was a pt code reported to have occurred during monitoring using a philips monitor. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B)(4).

Event description:
The customer reported that a pt code occurred and the telemetry did not transmit signal to the central station.